Event description:
While placing a chest tube the stiff wire guide kinked and had to be replaced. The patient was not harmed.what was the original intended procedure?chest tube placement.device #1is this a laboratory device or laboratory test?no.